Manufacturer narrative:
(B)(4). Tate, j. P., schneider, a. M., brown, n. M. (2023) femoral component fracture in a total knee arthroplasty patient with a persistent flexion contracture. Arthroplasty today 22, article 101174. Https://doi.org/10.1016/j.artd.2023.101174. D10 - concomitant devices - unknown vanguard tibial tray. Unknown vanguard tibial bearing. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain and difficulty ambulating secondary to femoral component fracture approximately twelve (12) years post-operatively. During the revision, the anterior flange of the femoral component was well-fixed, despite being fractured. No other damage was noted and only the femoral component was replaced. The patient reported no complication or pain following the revision. Attempts have been made, however, no additional information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 h6: proposed g code: mechanical (g04) - femur visual examination of the provided pictures identified the femoral implant is fractured. As the device was not returned, further evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had been functioning well until pain developed without recent falls or trauma, pain 37/10, began ambulating with an altered gait and a 30 degree flexion contracture; x-ray showed a fractured femoral component at the anterior flange; revision confirmed the anterior flange fracture but no signs of other damage, no indication of cantilevering mechanism or osteolysis a definitive root cause cannot be determined. Complaint is confirmed from the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.